Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 chemistry analyzer and identified the failure mode as a defective co2 electrode. The fse replaced the multiple hardware associated with the co2 electrode, including, the membrane retainer, co2 retainer clamp, co2 nut retainer, and co2 membrane, which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. Section a2, a4 and a5: information not provided by customer.the beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneous patient results for ion-selective electrolytes (ise), including sodium (na), chloride (cl), carbon dioxide (co2) and potassium (k) with low anion gap on their dxc 600i clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for ten (10) patient samples.